Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement of 8.9mm and the indeterminate endoleak is confirmed. The additional endovascular procedure is unconfirmed. This is moderately consistent with the reported adverse event/incident. Additionally, there was some evidence that type ii endoleaks were present, but that could not be conclusively determined. Device, user, procedure or anatomy relatedness of the complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date ¿ updated, h6: investigation finding codes - remove code 3233, h6: investigation conclusion codes - remove code 11.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2019. The left internal iliac artery (iia) and inferior mesenteric artery were occluded and then a non-endologix gore excluder leg (16/12-10) was implanted in the left side. An afx2 bifurcated stent graft and an afx vela suprarenal were then implanted. The procedure was completed with no endoleak. This initial procedure is outside of the indications of use (off-label) due to the use of adjunctive devices not compatible with the afx2 system. On (B)(6) 2023 reintervention was performed to treat aneurysm enlargement and an indeterminate endoleak (possible type ia, iiia or ib). The right iia was occluded, and a non-endologix boston scientific was deployed in the superior mesenteric artery due to a dissection from an unknown cause. An afx vela suprarenal was deployed just below the renal artery and an afx limb extension was deployed on the right side. Balloon touch-up was performed and there was no apparent endoleak. The reintervention was completed. Patient status was not provided.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.